Event description:
Patient was brought into the MRI room for a scan. Patient was placed on table and was being prepared to be raised. MRI technician pressed down on foot pedal to raise table and noticed a burning smell. The MRI technician in the control room noticed a small fire coming from the foot pedal. He alerted the MRI technician in the room to remove the patient, which the technician did via emergency disconnect. The MRI technician from the control room extinguished the fire with an MRI compatible fire extinguisher. No injury was reported from either the patient or any of the technicians.====================== manufacturer response for MRI 3.0 t, discovery 750 (per site reporter).====================== manufacturer sent in field service technician to inspect device. Upon inspection, the foot pedal motor high voltage (dc) wires were rubbing against the mechanical foot pedal. This caused the insulation of the wires to wear which caused a high voltage short and the ensuing fire. The manufacturer replaced the foot motor and the technician used cable ties to configure the wiring where it would not rub against the foot pedal. MRI was operational once the motor was replaced the next day.